Event description:
A patient reports while wearing a pod it was difficult to remove. In addition the patient reports having both redness and a scar at the pod infusion site (abdomen). The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site scar. No lot release records were reviewed, as the product lot number was not provided.